Event description:
It was reported via clinic notes that the patient presented with an increase in nocturnal seizures. The patients vns battery was noted to be running low and they cannot feel the vns going off anymore for the past 5 or 6 months. Patient had their output current increased. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device was replaced due to prophylactic reason. It was also reported that the physician didn¿t think increase seizures were related to vns, and rather just wanted to change the generator prophylactically. The physician believed that the patient is just used to the stim and is the reason they could not perceived stimulation. Diagnostics were stated to within normal limits pre-operatively and at the previous consult. The explanted device has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
The patient's explanted device had been received into analysis. Product analysis was completed, and the proper functionality of the generator in its ability to provide appropriate programmed output current was successfully verified. The device output signal was monitored for more than 24 hours while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's ability to output the expected level of output current programmed for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.